Event description:
It was reported that the patient presented to the emergency room with a low heart rate. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited undersensing and the capture threshold increased leading to loss of capture. X-ray imaging was performed and noted some positional changes but no obvious dislodgement occurred. The lp was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction - d9 - the date should have been jul 22, 2025.

Event description:
New information received indicates the patient's most recent condition was stable.

Manufacturer narrative:
The reported event of under-sensing, failure to capture and microdislodgement could not be confirmed. Visual inspection showed that the helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification and sensitivity test, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.